Manufacturer narrative:
Other, other text: device evaluation: picture of level 1 hotline low flow system was returned for analysis. Investigation performed and no discrepancies could be observed in the pictures. The customer reported problem could not be confirmed. No root cause has to be confirmed since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed.

Event description:
Information was received that a smiths medical level 1 hotline low flow system tubing set not being accepted by fluid warmer. Incident was reported to have occurred while in use with a patient, and that no injury occurred.